Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection from an unknown location of the home choice cassette was reported, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home choice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during an unspecified process step of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a loose connection from an unknown location of the home choice cassette that led to this alarm. There were air bubbles in the heater line and final line. Renal therapy services (rts) assisted the hp with clearing the alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.